Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information received from a father of a consumer patient who had a pump implanted. Indication for use was noted as cerebral palsy and intractable spasticity. The patient had the device removed no more than a week after it was implanted because it was very uncomfortable for the patient and caused a lot of problems. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.